Manufacturer narrative:
Additional information received there was no injury that occurred. Investigation summary: dentsply sirona china. Propex pixi row RMA 14344. Problem: port is poor contact, faulty measurement . Replaced part: h10305as31050*1 (pixi pcb-display-panel). No exchange, out of warranty, see f714.112_v07. Root cause: various display problem this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that propex pixi row apex locator was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.